Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) coordinated with customer and information technology (it) team to verify port and cable connection. Customer it identified and fixed network-side issues, restoring station communication successfully. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es showing a disconnected mode status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.